Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 3348987 and catalog number: srm255 reason for reoperation: broken device. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported unknown side ¿rupture during the surgery¿. The device was not implanted.